Event description:
During a robotic sleeve gastrectomy and hiatal hernia repair on (B)(6) 2023, the robotic sureform 60 stapler would not engage when placed in the robotic arm housing. The stapler was never used or fired, and a new robotic stapler had to be opened to replace the faulty stapler. The faulty stapler was removed from field and tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.